Manufacturer narrative:
The insulin pump was received with intermittent button due to moisture damage keypad traces. The keypad overlay had weak adhesive bond. No keypad reacting on its own without button being pressed anomaly noted.

Event description:
The customer's mother reported via phone call that the insulin pump was reacting without input from them. The customer's blood glucose was 272 mg/dl at the time of incident. The insulin pump was returned for analysis.